Event description:
The customer called technical support (ts) and reported that during set up the touchscreen does not respond properly on the top half of screen after touchscreen calibration is performed. The customer requested bench repair. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided a bench repair form with instructions. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. The v60 touch screen is not taking calibration. Multiple issues were found with user interface (ui) board and front bezel, the touch screen is malfunctioning. Primary alarms were triggered. Additional problems found: the power management (pm) board is giving low voltage output when tested. Will also order preventative maintenance (pm) kit and shipping box.

Manufacturer narrative:
The touchscreen was replaced to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service.